Event description:
It was reported that they attached the needle to 65 flu vaccine and pressed plunger to get air out of syringe. Vaccine started leaking around leur lock hub and not up needle. Then they placed a new needle which doesn't give issue. The event occurred immediately on use with the patient, during removal at the end of therapy. There was no medical intervention required, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 11/12/2024. H6: updated. H3: (B)(4) unused packages were received. The actual sample used at the time of the complaint was not returned for investigation. The returned products were opened and examined, with no anomalies or defects noted. To address the reported issue, (B)(4) samples were tested for liquid leakage. Prior to testing, the samples were assembled according to instructions for use (IFU). All samples met the requirements for the functional testing conducted during this investigation. No breakage or leakage was observed on any sample. Based on the results of this investigation, this complaint could not be confirmed. No further actions will be taken at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. DHR review found no discrepancies or anomalies relevant to the complaint.